Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer emailed in photos of housing damage. Cts confirmed that the damage should not impact pump use. Cts replied to customer email to confirm that the pump is still functional as well as to reach out to cts should they notice any changes or issues. Pump declared altitude alarm 21. Customer's bg at time of event - [230 mg/dl] ; between 54-500 mg/dl (3.0-27.7 mmol/l), no further bg questions required. At any time did the pump go outside of the allowable operating altitude range? - no. Were the speaker holes on the back of the pump obstructed in any way (not including tandem cases)? - no. Cts instructed caller to gently clean speaker holes with soft bristle brush and to wipe area with lint-free cloth. Did the alarm recur after removing any obstruction and cleaning the speaker holes? - no. Resolution - pump resumed normal operation. Cts advised caller to keep speaker holes clear, clean, and dry to help prevent the issue. Caller acknowledged.